Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were having issues with their controller and the issue began last night. Patient stated they were supposed to have an MRI this afternoon and they had the controller plugged into the ac power supply all night but the controller would not take a charge. Patient noted the controller screen was blank and unresponsive, but there would be flash. During the call patient service walked patient through removing the battery pack and plugging controller into the wall outlet; patient confirmed controller did not power on. Patient confirmed the green light was flashing on the wall. Patient inserted aa batteries into the controller and patient confirmed the controller powered on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back stating that they got the replacement controller this morning, however the replacement controller was not charging. Pt said that they had rescheduled their MRI for this friday as they had to cancel their previous MRI due to this issue with t he controller. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. Agent had the pt check the ac power supply green light; pt said that the light was flashing and was not solid. Agent reviewed ac power supply replacement with the pt.